Event description:
09/22/2023: eyesight harmed after optometry exam (B)(6) where eyes were dilated & zeiss scanner used. Painful eyes, sensitivity to brightness continues. (B)(6) 2023: eyes worse after ophthalmology exam (B)(6) with eyes dilated, zeiss scanning, nikon imaging after injection of "orange dye." Assistant took 30-some invasive photos of eyes using nikon. My eyes are continuously painful leading to frontal headache, and I cannot tolerate light since those exams. There is something very wrong with those exams, eye dilation, equipment used, - or a combination. Also important: both doctors recommended areds (age-related eye disease) eye vitamins. Not a traceable prescription, so likely getting kickbacks from vendor. Those contain high-dose vitamins that are harmful to humans when taken in excess. Was that hazard evaluated in long-term use of areds? I cannot find online information regarding any warnings, negative reviews nor hazards of the zeiss and nikon equipment. Those exams harmed my eyes, it's now a month later, with worsening damage. I'm sure there are other people experiencing same.